Event description:
It was reported that after successfully finishing a btb/acl repair, a 3rd degree burn was recognized at patient´s upper leg area where the return electrode was placed. Patient received further treatment to take care of the burn. Opes console settings: blend, cut 160, coag 50, pintpoint, pre-set 9, no cannula was used, nacl 9g / 1000ml, probe was used for 3 minutes at end of surgery in order to clean the fossa intercondylaris (between the condyles on the distal end of the femur). Probe was not in contact with other devices. Patient position was acl position, leg down.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Per the cautions in the instructions for use for the ar-9610sgp grounding pad: if the patient is repositioned after electrode application, ensure the electrode remains in complete contact with the patient and the cord is properly attached. Ensure there are no folds in the electrode. Do not remove and relocate the electrode after initial application. Do not reuse the electrode. To minimize the potential for electrosurgical burns, hair must be removed before placement of the pad. Do not use the electrode if the pad is discolored or expired. Do not use lubricating jelly on the electrode. Avoid to use warm blanket on the patient. Do not use electrolytic solution. Remove electrode slowly to avoid skin irritation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other text : device discarded by the facility.